Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that foreign material adhered to the video connector socket terminal causing the image issues; however, a definitive root cause could nto be determined. The event can be prevented by following the instructions for use which state: 6.3 connection of an endoscope: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. 9.2 troubleshooting guide: irregularity description: the endoscopic image does not appear on the monitor. Possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint, are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center image was distorted when the scope connector was inserted, and a downward load was applied. The issue occurred during an unspecified procedure. The intended procedure was completed with the same set of equipment. There were no reports of patient harm.